Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 leads (from the same lot) as part of her scs system. It was reported the patient experienced ineffective stimulation. The physician believes the leads may have migrated. Follow-up revealed the patient underwent surgical intervention on (B)(6) 2013 and her leads were revised. It was also reported the physician attempted to replace one lead; however, he removed the new lead and repositioned the existing lead. The patient reported effective stimulation post-operative.